Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment regarding the output connector being broken. It was found during analysis that the output connector assembly was broken. Hanger assembly was broken. Upper case was broken lower case was broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular receptacle on an external pulse generator (epg) was damaged. The device was returned for servicing. There was no patient involvement.